Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user faced training issue. A field service engineer worked on app server and found the station frad. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to pull medications under temporary patient. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a 30 minutes delay in accessing the medication. There were no adverse events or injuries reported based on this incident.